Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) requested a follow-up appointment because the pocket was open 3cm and the device was exposed. A surgical procedure was done to close the pocket. During the procedure, the electrophysiologist washed the pocket with antibiotic treatment. All measurements, including sensing, impedance, and threshold measurements were fine. All products remain implanted and in service. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.